Event description:
The customer stated that one patient sample generated a higher than expected result of 209 (unit of measure was not provided) for the architect ca19-9xr assay. The same patient sample generated a result of 2 when retested twice. The customer indicated that the patient was monitored for pancreatic cancer and the results were between 2 and 4. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). Note: this report is being filed on an international product, architect ca19-9 list 02k91-25 that has a similar product distributed in the us, list number 02k91-27.

Manufacturer narrative:
A product evaluation was performed in order to investigate this issue. Review of ticket trending did not identify atypical complaint activity related to this complaint issue. Accuracy testing was completed using retained kits of reagent lot 38467m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performed per specification. A malfunction is not suggested as the issue was for a discreet patient and a duplicate retest gave the expected result indicating a potential sample handling or sample integrity issue which is addressed in the labeling. No additional issues were identified; no further action is required at this time.